Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient experienced inaccurate cgm values. Earlier in the day the cgm reading was 384 mg/dl and the bg reading was 219 mg/dl. No symptoms were documented. At the time of the event the patient contacted tech support, and while waiting for the agent, the patient lost consciousness. The patient´s girlfriend called 911, and after paramedics arrive the bg reading was 47 mg/dl. No treatment prior to ems arrival was specified, and no cgm value was obtained at that time. The patient was treated with glucose in the home by paramedics. The route and dose were not specified. After treatment the bg increased to 180 mg/dl and the patient was not taken to the hospital and remained at home. At the time of the report the patient´s bg was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).